Manufacturer narrative:
As reported, during advancement of an unknown 4f angiographic catheter over an unknown guidewire, the rear manipulation part of the device broke off and separated in two pieces. There was no visible deformation on the rear part of the device. Since the material was not suitable for use, it was not used, and a new catheter was opened to resolve the issue. There was no reported patient injury. The device was opened on the table under sterile conditions, necessary checks were made, and the catheter was flushed with physiological saline. The catalog and lot number were not provided. The device with barcode number 6430247 (angiographic catheter 4f uf) was opened on the sterile table under sterile conditions for a transarterial radioembolization (tare) procedure. Necessary checks were performed by the scrub nurse, and the catheter was flushed with physiological saline. During advancement over the guidewire, the material broke off from the rear manipulation part and split into two pieces. There were no visible deformations on the rear part of the device. Since the material was not suitable for use, it was not used, and a new catheter was opened to resolve the issue. The patient was not hospitalized or had their hospitalization extended because of this event. The rear manipulation part is defined as the place where the device information is written at the last part of the device, which does not come into contact with the patient in any way. No specific patient information such as weight, gender, age, or medical history is available. The manipulation part of the device was reported to have broken off from the rear and split into two pieces during advancement over the guidewire. There was no device problem observed when the package was opened; the issue arose during the procedure. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped according to the IFU. No difficulties were experienced in prepping the device. The same device with a different lot number was used to complete the procedure, but the lot number is not defined. The guidewire brand and size used were not available. No pictures of the device with the affected damage or procedural cd were provided. The device was discarded at site. Without the return of the device or images for analysis, the reported customer event ¿luer hub-separated¿ could not be confirmed. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, during advancement of an unknown 4f angiographic catheter over an unknown guidewire, the rear manipulation part of the device broke off and separated in two pieces. There was no visible deformation on the rear part of the device. Since the material was not suitable for use, it was not used, and a new catheter was opened to resolve the issue. There was no reported patient injury. The device was opened on the table under sterile conditions, necessary checks were made, and the catheter was flushed with physiological saline. The catalog and lot number was not provided. The device with barcode number 6430247 (angiographic catheter 4f uf) was opened on the sterile table under sterile conditions for a transarterial radio embolization (tare) procedure. Necessary checks were performed by the scrub nurse, and the catheter was flushed with physiological saline. During advancement over the guidewire, the material broke off from the rear manipulation part and split into two pieces. There were no visible deformations on the rear part of the device. Since the material was not suitable for use, it was not used, and a new catheter was opened to resolve the issue. The patient was not hospitalized or had their hospitalization extended because of this event. The rear manipulation part is defined as the place where the device information is written at the last part of the device, which does not come into contact with the patient in any way. No specific patient information such as weight, gender, age, or medical history is available. The manipulation part of the device was reported to have broken off from the rear and split into two pieces during advancement over the guidewire. There was no device problem observed when the package was opened; the issue arose during the procedure. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped according to the IFU. There were no difficulties were experienced in prepping the device. The same device with a different lot number was used to complete the procedure, but the lot number is not defined. The guidewire brand and size used were not available. No pictures of the device with the affected damage or procedural cd were provided. The device was discarded at site.